Manufacturer narrative:
Of the six devices, four lot numbers were provided, and lot history reviews were performed. Of the six malfunctions, two were identified for 1074 - burst container or vessel, and not identified for 1149 - deflation problem. Of the six malfunctions, three devices were returned and three were not available for evaluation. Three malfunctions are inconclusive for deflation issue, one malfunction is confirmed for deflation issue, and two malfunctions are confirmed for burst container or vessel (with one of the two malfunctions also being unconfirmed for deflation issue). A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes six malfunction events. A review of the events indicated that model 000720 feeding device allegedly experienced a deflation issue. These reports were received from various sources. All six events involved patient contact with the device with no reported patient injury. Patient information was not provided for three of the six events. For the other three events, two patients were involved, as two events involve the same patient. One patient was an eighty year-old male, of sixty-two kgs. The patient involved in two events was an eighty-six year-old male, of fifty-seven kgs.

Manufacturer narrative:
Three of the six devices are expected to be returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. (Three of the six devices had an unknown lot number.).

Event description:
This report summarizes six malfunction events. A review of the events indicated that model 000720 feeding device allegedly experienced a deflation issue. These reports were received from various sources. All six events involved patient contact with the device with no reported patient injury. Patient information was not provided for three of the six events. For the other three events, two patients were involved, as two events involve the same patient. One patient was an (B)(6) male, of (B)(6). The patient involved in two events was an (B)(6) male, of (B)(6).